Event description:
It was reported that during a lead change out procedure visual insulation damage of the right ventricular lead was noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned and analyzed. Blood/body fluid was observed on the outer tubing overlay and in/on the helix/lobe mechanism. The distal and defibrillation conductors were distorted. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. The exposed defibrillation coil had a white substance. The helix/lobe mechanism was distorted/bent. Apparent explant damage was noted. No anomalies found.